Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose was 300 mg/dl. Reportedly, the customer replaced the sensor and successfully started a sensor session. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.